Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had damage and a cracked front and rear housing. The device log was reviewed and had no findings. Functional testing included use testing. The device was powered up and testing was performed. The device passed all testing and no issues were found with error codes. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code and constant alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.